Event description:
It was reported that prior to a vena cava filter implant, the greenfield 12 fr ss vena cava filter package found to be punctured by a staple inside the package, thus breaking the sterility of package. No pt injuries or complications were reported.